Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h3: device evaluated.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. Pentax issued RMA (B)(4) for the device to be return for further evaluation. The device is currently pending return. On 11-nov-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 23-sep-2013 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, the user stated there was no video image. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.